Event description:
It was reported that before a lap gastric bypass procedure, the scrub person attempted to prime the first clip, however, the clip does not do so - when activating the handle, the clip slides out sideways and doesn't attach to the jaws. It was not used on a patient. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Na--not used on the patient. Was the clip fully advanced into the jaws prior to firing? It was not used inside the patient, the event occurred as the clip applicator was primed before the first firing, outside the patient by the scrub nurse. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out. What were the indications for surgery? Did not affect surgery opened another er420. What was found? Does the patient have any relevant history of surgical treatments? N/a. Did somebody other than the primary surgeon fire the instrument? Only the scrub nurse fired once. Was there a recent conversion to ees devices in this account or with this surgeon? No. They have been using er420 for a long time. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. No incident related to the reported event was observed during the batch record review.